Manufacturer narrative:
It was reported that the monitor was overheating while charging, no patient harm was reported. The device returned and an investigation was performed. Engineering evaluation was able to confirm overheat. Root cause is most probable to be a fault from the charging cord.

Event description:
The patient reported an overheat while charging the monitor. The patient was not injured and therefore did not seek medical attention. It is unkown if the charging cord was warm as the patient did not check/recall.